Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device explant procedure, externalized conductor was observed via chest x-ray, fluoroscopy cine on the riata lead. Lead defibrillation threshold testing, pacing lead impedance and capture values were all in normal range. Lead remains implanted and active. Patient was stable prior, during and post procedure.